Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a pulse generator change out, the right atrial lead exhibited oversensing. The lead was capped and replaced successfully. The patient's condition was stable.